Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of the device. No conclusion could be reached as to how the trocar became damaged. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the doctor tried to remove the anvil of the circular gun shaft and he could not. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.